Event description:
The complaint was reported by a costumer from canada. Misplaced cassette. The boh software and the mechanical test failed.

Event description:
The complaint was reported by a costumer from (B)(6). Misplaced cassette. The boh software and the mechanical test failed.